Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported: "pt. Presented with pain and instability of the left-hip. Pt. Revived a tha ¿back in 2015¿ (no further details). Acetabular shell required revising due to being mal-positioned, no complaints filed against the implants. Dr revised the acetabular component to a [competitor] construct. We supplied a sleeve for the stem and biolox femoral head." Spoke to rep: confirmed there are no allegations against the revised devices, the revision was solely due to malpositioning upon implantation. Rep confirmed that no further information will be released by the hospital or surgeon.